Manufacturer narrative:
The investigation is still ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cut in the cable. This was found in reprocessing. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to an olympus repair facility for inspection and the reported failure was confirmed. Based on the results of the investigation the root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a cut in the cable. This was found in reprocessing. There was no report of patient involvement.